Event description:
Additional information was received. It was reported pump was eroding through skin on abdomen. New pump was placed on contralateral side and new pump segment was spliced to existing spinal segment. Old pump and proximal catheter explanted. System used to deliver 500 mcg/ml baclofen (unknown if gablofen/lioresal/compounded), dose approximately 50 to 52 mcg/day. No symptoms or outcome reported. If additional information becomes available, a report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l38826, implanted:1996 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced pocket erosion. It was indicated that the patient had a new pump implanted on the opposite side of his abdomen. The patient outcome was not known at the time of this report. The manufacturer device registry indicated that the drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.